Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and replaced defective soleniod valve sv-1. Cleaned large syringe and re-mounted the sample needle. Performed drain flush 2x and purged all air. Ran qc and patients w/o error. The most probable cause of the reported event was defective soleniod valve sv-1.

Event description:
On (B)(6) 2016, the customer reported low pressure with their hlc-723g8 analyzer. Customer reported low pressure over the night, no leaks, has all reagents, pressure falls out. Now can't get pressure up. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.